Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 130, 242 and 313 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 125 mg/dl and 122 mg/dl, test results within the normal range expected. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 08/13/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 313 mg/dl. Customer asked that the performs the blood glucose tests within 2 or more hours of eating the customer have not had any changes in diet, exercise, or medication. Customer advised the importance of running a control test once that receives control solution.